Event description:
New information received indicates that noise on v sense amp and discrimination channels was observed. The lead was capped and replaced.

Event description:
New information received indicates that the patient was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with noise on the rv lead via merlin.net transmission. Episodes of atp and shocks were noted. Review of the transmissions revealed presence of noise due to artifact during the cardiac cycle. Revealed episodes of non-sustained rv oversensing were overwritten. Therapy was suspected to be in appropriate. Bringing the patient in clinic for further testing was suggested. In care of reproducible noise, programming changes were recommended. Dtf should be considered. No further information is available.